Event description:
In 2008, a lay user (relation to patient unknown) contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter, since the medical affairs specialist (mas) was unable to reach the patient by phone. It is unknown when the alleged power issue began with the subject meter. As a result of the issue, the reporter claimed the patient was unable to test his blood glucose. Sometime after the issue started (date/time unknown), the patient reportedly had to go see his doctor and received a shot of insulin (type and dosage unknown). The patient reported that his blood glucose was tested at the time of his visit to the doctor, but the result was unknown. It would have been helpful to confirm the following with the patient: medications he was taking to manage his diabetes, the date/time he last successfully used the subject meter, if he developed any diabetic symptoms prior to, during, or after the issue began, and reason for doctor's visit. At the time of troubleshooting, the customer care advocate (cca) confirmed the subject meter was less than a year old and that the battery was installed properly. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.